Manufacturer narrative:
B4.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was 146-235 mg/dl. Reportedly, during troubleshooting with tandem technical support, customer was educated on the proper cartridge fill technique. Customer successfully resumed insulin deliveries after troubleshooting.